Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received no delivery alarms. Customer states that no delivery were due to improper cannula size. Customer states that blood glucose went from 300 mg/dl to 400 mg/dl. Customer requested that infusion set and reservoir be replaced.